Event description:
It was reported that a patient presented remotely. Upon examination, the patient's insertable cardiac monitor was found to have under-sensing, resulting in false pause episodes and false bradycardia episodes. No intervention was reported and the patient was stable throughout.